Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section d4 has not been cleared in the us but is similar to the hickman s/l catheters products that are cleared in the us. The pro code and 510k number for the hickman s/l catheters is identified in d2 and g5. Expiry date: 04/2024.

Event description:
It was reported that post device implant, the device allegedly had several leaking holes at the external segment. There was no reported patient injury.

Event description:
It was reported that post device implant in the left subclavian vein, the device allegedly had several leaking holes at the external segment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman s/l catheters products that are cleared in the us. The pro code and 510k number for the hickman s/l catheters is identified in d2 and g4. H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one hickman s/l catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported leakage and material puncture issue as a pinhole was noted approximately 4mm from the distal end of the luer. The edges of the pinhole appeared jagged. Striations were noted on both edges of the complete circumferential break; the catheter appeared cut. Both the proximal and distal catheter segments were patent to infusion and aspiration. Upon infusion of the proximal catheter segment, a leak was noted at the pinhole approximately 4mm from the distal end of the luer. Another leak from two radially adjacent pinholes was noted on the proximal catheter segment approximately 9.5cm from the distal end of the luer. A definitive root cause could not be determined, excessive or improper procedural force could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2024), g3. H11: e1, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10